Event description:
It was reported by service report that the nurse call button would signal the bed exit due to the dip switch settings being set incorrectly. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: incorrect dip switch settings.